Event description:
It was reported that this right ventricular (rv) lead recorded pacing impedance issue. Subsequently, this rv lead was surgically abandoned and successfully replaced with an implantable left bundle branch (lbb) lead. No additional adverse patient effects were reported outside the revision procedure.